Event description:
No additional event information to report at this time.

Manufacturer narrative:
Proposed component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. Complaint history review cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: revision due to metallosis, the entire biomet m2a metal-on-metal prosthesis and articulating construct was removed, except for the femoral component, and replaced it with an alternative non-metal on-metal construct. As a direct and proximate result of the defective m2a 38 hip replacement and plaintiff suffered injuries, including but not limited to economic injury, pain and suffering, tissue destruction, metal wear, metal poisoning, loss of enjoyment of life, and limitation of daily activities. A definitive root cause cannot be determined. Event confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 15-105054 m2a 1 pc shell 38mmx54mm 175500 x11-180310 bi-metric/x por nc lat 10x130 791710. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00147. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total hip arthroplasty. Subsequently, the patient was revised eighteen (18) years post implantation due to pain and metallosis. During the revision, the initial stem was left intact, and all other components were revised.